Manufacturer narrative:
This report was reported under incorrect registration number, please refer to 1218950-2026-100263 for further information regarding this complaint.

Event description:
Philips received a complaint on a patient information center ix indicating that the monitor is not alarming as expected for pvc. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.